Event description:
The user facility reported a 58yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella got accidentally explanted as patient stepped on the white cable. The device was replaced with a intraortic balloon pump. There was no patient harm reported.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. However, the clinical report provide sufficient details to determine a root cause. Therefore, the root cause of the positioning issue was patient stepping on the patient cable pulling the pump out of the ventricle. The instructions for use provides details on handling the device to prevent issue with pump usage. It states "¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.